Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable results for gluc3 glucose hk gen.3 (gluc3), alb2 albumin gen.2 (alb2), crep2 creatinine plus ver.2 (crep2), and phos2 phosphate (inorganic) ver.2 (phos2) tested on a cobas integra 800 (i800). Of the data provided, only the following results were reportable malfunctions. For patient #1, the initial gluc3 result was 321 mg/dl and the initial alb2 result was 1.9 g/dl. Repeat testing was performed on another analyzer with a gluc3 result of 198 mg/dl and a alb2 result of 3.3 g/dl. For patient #2, the initial gluc3 result was 157 mg/dl. Repeat testing was performed on another analyzer with a gluc3 result of 84 mg/dl. There was no adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field engineering specialist performed flow check testing and noticed low and imprecise results. He replaced the valves that control the flow of start reagent probe. He performed several flow checks and all results were within range and precise. He verified the instrument status by performing diagnostics check that generated no errors.

Manufacturer narrative:
The preventative maintenance on the integra 800 had been done a couple months prior to the event with acceptable flow check testing. The customer performs flow check testing on a regular basis. Further investigation confirmed the field engineering specialist initial finding as the root cause. Upon follow up with the customer, the customer stated that the integra 800 is out of service and they have not been using it for several weeks.